Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using a reaming/irrigator/aspirator the anterior cortex of the femoral shaft was reamed out. The drill, 520mm drive shaft and 14.5mm reamer head were reported to not be synthes products. The surgeon had to then place a competitor's femoral nail in the right femoral canal to support the stress riser. Surgery was delayed 45 minutes. The case continued uneventfully after nail placement. This is report 1 of 2 for (B)(4).